Event description:
It was reported that during the unknown procedure the enseal did not work. Unknown if the procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 4/7/2023 b3: event year only reported: 2022 d4 batch #: x9515x investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the upper jaw detached and not returned. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Aa manufacturing record evaluation was performed for the finished device batch x9515x, and no non-conformances were identified.